Event description:
It was reported that the catheter ruptured close to the suture wings.

Manufacturer narrative:
One 8f x 18cm hemo-cath was returned for evaluation. A visual examination of the device revealed that there is a hole in the arterial lumen where the lumen enters the hub. There is evidence of kinking at the hub to lumen junction, with the venous lumen being on the inner edge of the kink. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The product incident report noted that the catheter was implanted for approximately 7 months. We are unable to determine the exact cause of the event; however, it appears that long term bending of the catheter may have stressed the lumen resulting in the tear of the arterial side of the catheter.